Event description:
The surgeon reported a corneal burn occurred during the initial stages of phacoemulsification at the temporal corneal incision site. The incision size was 2.2mm. The surgery was completed. The corneal incision was sutured and covered with a conjunctival flap. The pt will be followed for astigmatism and possible tectonic keratoplasty (the surgical grafting of corneal material in an area where corneal tissue had been lost). Additional info received from the surgeon stated that while in phaco mode there was no irrigation. The surgeon checked the sleeve for a crimp but it was correctly placed. The surgeon changed the handpiece, tip, and sleeve and then completed the case. The system, handpiece, and cassette primed and tuned successfully. The surgeon stated before using phaco power he creates a working space to ensure that proper irrigation and aspiration are established. The pt was seen in 2009, and presented with significant astigmatism. The wound is tight. The surgeon can't confirm if keratoplasty would be necessary or not.

Manufacturer narrative:
The surgeon is sending the handpiece and tip for evaluation. The phaco tip is broken. The nurse stated the tip was not broken during surgery but when the devices were washed prior to shipment. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, nov 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 02/27/2009.